Event description:
It was reported that during surgery, the surgeon impacted the anchor plate and the cage broke. The cage was removed and another cage was used to complete the case without any impact on the patient.

Manufacturer narrative:
Device evaluation: product was not returned, however photos were provided showing the fracture. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during surgery, the surgeon impacted the anchor plate and the cage broke. The cage was removed and another cage was used to complete the case without any impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.